Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed 102 mg/dl when he got out of bed in the morning. After brushing his teeth in the bathroom, he went to the kitchen and started to feel extreme nausea and as though he ¿was under water¿. He recognized he was going low, started drinking orange juice rapidly; however, within seconds, he told his wife that something was wrong then lost consciousness. He regained consciousness after his wife had administered glucagon. He alleged his bg must had be lower than 102 mg/dl to cause him to pass out so quickly. He did not have time to perform a bg at the time of the event. He consulted his primary care physician and endocrinologist, who both recommended he decrease the dosage of his long-acting insulin. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.